Manufacturer narrative:
The product was not returned for evaluation. The user reported that the adhesive was coming loose, which caused the cannula to come out of the infusion site. A dislodged cannula could interrupt insulin delivery and may lead to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: ust400; 17845-5a-aw rev b 09/17. Changing your pod chapter 3 / page 34: warnings: check often to make sure the pod and soft cannula are securely attached and in place. A loose or dislodged cannula may interrupt insulin delivery. Verify that there is no wetness or scent of insulin, which may indicate that the cannula has dislodged. Checking your blood glucose chapter 4 / page 36: warnings: test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). Warnings: if you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported that the patient¿s blood glucose reached 275 mg/dl and upon inspection, it was noticed the adhesive pad was coming loose which caused the cannula to come out of the skin. There was also moisture noted in the viewing window. The pod was removed and discarded. The pod was worn between 36 and 48 hours on the arm.